Event description:
Info received indicates the ins system was explanted in 2006, after two months implant duration due to infection. The date of onset was not provided by the medical facility. The pt presented with signs and symptoms of infection including fever, ipg pocket swelling and pus. Cultures were taken and mrsa was detected. The report shows the pt was placed on antibiotics with drainage and the infection was brought under control. The device was explanted, but has not been returned to the manufacturer for analysis.